Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the sensor. The unit operated to manufacturer's specifications. Per fsr the sensor was too damaged and will not be returned.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the pressure sensor was bad. As a result, an alternate device was employed. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.